Event description:
It was reported the patient had a shocking or jolting sensation. The reporter stated that for more than a month they had been feeling a shocking sensation in their stomach area and it was getting to be painful. The reporter further stated they had turned stimulation down and that would relieve the pain, but then their pain was not being treated. It was noted the patient had stimulation in the wrong location. It was further noted the patient had no traumas or falls in the past few months. The reporter stated that therapy seemed to be inconsistent with relieving pain and it does not seem to be targeting the correct area. It was noted the patient had one therapy adjustment and that was about one month after implant. It was further noted the patient had a loss of therapeutic effect. The reporter stated that in order to relieve the painful stimulation in their stomach area they will turn their therapy down, but then they are not getting any pain relief. It was noted the patient has had good therapy relief with stimulation in their lower back, but therapy had never helped their left side. The reporter stated it just seemed inconsistent. It was noted the patient had an appointment with their healthcare professional tomorrow. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).